Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was unexplainable por events observed in the black box history. The returned battery cap secured to the pump and maintained electrical connection. The returned battery cap contact height and width measurements were found to be out of the required specifications. The battery compartment was found to be cracked above and below the bumper pad. Moisture corrosion was observed on the underside of the returned battery cap. A leak test was performed and both the bolus button and the battery compartment were found to be leaking. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and moisture corrosion was found on the support bracket. The reported intermittent power issue was unable to be duplicated during investigation. Unrelated to the complaint, the audio bolus button cover was observed to be detached/missing. Also unrelated to the complaint, the display was found to be faded and discolored.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.